Manufacturer narrative:
The affected instrument was not returned for evaluation, therefore, the cause of the customer reported complaint cannot be determined. Per the case notes, the instrument fragments were successfully retrieved.

Event description:
It was reported that during the surgical procedure, it was noticed that the shaft of the instrument began flaking. The patient's body cavity was irrigated and the instrument fragments were removed. It is unknown which instrument was flaking. No further information was provided. No patient harm, adverse outcome or injury was reported.